Manufacturer narrative:
(B)(4). Evaluation summary: no leak was observed when the unit was tested with baxter¿s blue winged luer cap. The red luer cap is not a baxter product or component. Because the original cap was not used after filling, the cause of the leak was identified to be user error. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that excess solution was found inside of an overpouch of a small volume folfusor, indicating leakage from the device. This was observed during storage, after the device was filled with fluorouracil. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was manufactured from 06/03/2013 to 06/04/2013. The device was returned for evaluation. Visual inspection identified a leak at the connection between the red luer cap and the white distal luer. This confirmed the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.